Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient was experiencing a lancing device issue with his onetouch blood sampler. The complaint was classified based on additional information obtained by the quality assurance specialist (qas) after reviewing the recorded call since the medical surveillance specialist (mss) was unable to reach the patient by phone. Based on additional information obtained by reviewing the recorded call, the cca was advised by the reporter that at an unspecified date and time, the patient experienced an alleged 'cocking control issue' with the subject blood sampler. The reporter stated that the patient manages his diabetes with an insulin pump. Based on the recorded call, the reporter confirmed that the patient 'was unable to properly determine the correct dosage of insulin because of his inability to test' due to the reported issue, causing the patient to go into a 'coma' afterwards. The cca was informed by the reporter that sometime in (B)(6) 2011 at approximately 11:00am, ems was called in but the reporter did not specify what type of medical treatment the patient received. The cca noted that the reporter was 'unwilling' to go through the troubleshooting during the call and refused to give out any other information that the reporter considers to be 'confidential'. Replacement products were sent to the patient. This complaint is being reported because the reporter alleged that due to the product issue with the subject lancing device, the patient discontinued testing his blood glucose leading to the patient's 'coma' and necessitating medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.